Event description:
It was reported that while patient was undergoing a procedure, the sensis monitors in the control and exam area went blank. A reboot was done without success. Patient was moved to another room to continue the case. Reportedly, a small plug in the 120v power supply failed. The power supply was changed and the problem was resolved. Reportedly, no harm to patient.